Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with degenerative stenosis, l5-s1, re-herniated disk, l5-s1 and post-laminectomy syndrome retrolisthesis, l5-s1. The patient underwent laminectomy decompression at the l5-s1 level, posterior spinal fusion instrumentation with interbody allograft at the l5-s1 level utilizing instrumentation as well as synthetic interbody bone wrap, and bone morphogenic protein for the posterior fusion part of the procedure at the l5-s1 level. As per op notes, ¿local autograft supplemented with bone morphogenic protein soaked sponge wrapped around bone graft was impacted in the posterolateral region and predominantly on the right side for the posterior fusion part of the procedure.¿ no patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.